Event description:
It was reported that the asymptomatic patient had recently undergone a cardiac ablation procedure. The pulse generator then exhibited a diagnostics anomaly. After a device software download was performed, normal device function was restored. The patient would continue to be monitored.